Manufacturer narrative:
Date in initial report with manufacturing report number 3006186389-2019-00017 should be 10-jul-2019.

Manufacturer narrative:
A.1., a.2., a.3., b.5., d.4., h.6.: new information received. H.10.: this report is being submitted to report the new information received regarding the event; the lot number for the right eye was 10391106 with power +2.25 confirmed as involved in the event .

Event description:
Additional information was received on (B)(6) 2019 which indicated the lot number right eye and was confirmed as to be involved in the event. Additional information was received on (B)(6) 2019 via a phone call made to the patient. It was reported that during the first day of wearing the contact lenses, the patient felt scratching in the eyes which stung and that her visual acuity was embarrassing. On the second day, the patient went to the pharmacy and the patient was advised to use unspecified eye drops as they thought it was conjunctivitis. On the third day, the patient went and consulted with an ophthalmologist as it was hurting the patient even during the night. The patient was diagnosed with corneal abscess and was prescribed with an unspecified drops by the ophthalmologist. It was noted that the abscess resorbed and the patient was advised by the ophthalmologist to occasionally postpone daily contact lenses. Additional information was received on (B)(6) 2019 via a letter from the patient. It was reported that the patient experienced severe pain and redness on the right eye (od) three days after wearing the complaint contact lenses. The patient visited the optician, pharmacist and ophthalmologist and was diagnosed with abscess of the cornea. The patient was treated with ciprofloxacin plus tobramycin drops for one week then tobramycin/dexamethasone for nine days and trehalose/sodium hyaluronate ophthalmic solution for dry eyes. It was mentioned that the symptoms had been resolved with sequela (permanent sensation of dry eye) and that the patient was currently wearing eyeglasses without any problems.

Manufacturer narrative:
Two (2) lenses in sealed blisters were received. All 2 samples received were tested. Testing was performed in accordance with company operating procedures. The two tested samples, were found to meet manufacturing specifications for package integrity, osmolality, and ph parameters, the solution was found to be clear and in specifications. Samples were also in specification for surface and edge visual criteria, power as well as, base curve and diameter parameters. Based on the results of the samples evaluated, the two samples were found to meet manufacturing specifications. Per company operating procedure, further actions are in process to assess this complaint. From the device history record finishing review, the lot met the release specification according to manufacturing procedure. No contributing factor identified in the manufacturing investigation there are no other similar complaints reported on this lot. Investigation has been completed based on current information. Retain sample evaluation was performed as per criteria; visual mantis inspection and vacuum tester for leakage. The results found that there was no sign of leakage observed in the 12 pieces of lenses. No further action warranted at this time. The product investigation could not identify a root cause to the complaint reported by the customer. Results from the verification activities however found that the returned sample was found in specification. No any contributing factor found during the manufacturing investigation. Based on current tracking, there are no adverse trends for this reported complaint. Therefore no corrective action, preventive action will be issued for this complaint. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
This is the first of two reports for the same patient involving two complaint products from the same product line, but with differing parameters; this report references the complaint product reported with a reported power of +4. It is unknown which contributed to the event. Refer to (B)(4) for the reported unknown lot number with power of +2.5 the lot number was not provided and the complaint sample was not made available for evaluation. No lot number was provided and no sample was returned for evaluation. Due to this, no lot information could be able to be performed. The trend investigation has been completed for this complaint. No any unfavorable trend identified for the entire event related to this complaint for the past months. No any significant of signal or pattern identified in the trend during this review period. The investigation could not identify a root cause to the complaint reported by the customer as no lot number was provided and no sample was returned for evaluation. Therefore, inconclusive-insufficient product or product data was concluded for this reported complaint. Inconclusive-insufficient product or product data was concluded for this reported complaint, hence no CAPA will be initiated at this moment. (B)(4).

Event description:
It was reported on 13sep2019 that a patient experienced corneal abscess in the right eye (od) after three or four days of wearing the complaint contact lenses. The treatment modality and symptom resolution were still unknown. Additional information was received on 24sep2019 via a telephone call from the optician. It was reported that the patient tried to wear the complaint contact lenses in (B)(6) 2019 and three days later, the patient reported an abscess to the cornea.